Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the surgeon encountered significant resistance when attempting to insert the mapping catheter through the y valve into the balloon catheter. Despite flushing the balloon catheter, the blockage persisted. The y valve was replaced, but the issue continued. Observations revealed kinks in the ring electrode, leading to its replacement, yet the problem remained. Ultimately, the balloon catheter was replaced,which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the 990063-020 mapping catheter with lot number 229825357 were returned and analyzed. One patient data file was received and recorded on the reported date of the event. The patient file showed 23 applications were performed using a catheter identified as an afapro28 with lot number 18088. The patient file didn't show any system notice on the reported date of the event. Visual inspection of the mapping catheter was performed. The loop was observed to be kinked/twisted near the electrode #1. The user may experience insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. The pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. The electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issue or anomalies were identified. The shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. The lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the reported kink issue was confirmed through testing and the mapping catheter failed the returned product inspection due to a kink observed at the tip/loop of the pebax tubing and missing introducer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.